Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suture cut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument broke during surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr said that the string broke but was attached to the instrument. The instrument was inspected prior use and was not damaged. The suturing was performed with the instrument. There was no collision of the instruments during the procedure. There was no fragment that fell in the patient body.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.